Event description:
It was reported, the high definition lcd monitor occasionally had a black screen. The issue occurred during preparation for use in a therapeutic laparoscopy. There were no reports of patient harm. There was no delay in procedure, the procedure was completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device evaluation found the device powered off automatically. Based on the results of the investigation, a definitive root cause cannot be identified. The device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.